Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she recently developed an allergy to the ¿dexcom tape¿ while using the sensor patch with and without the dexcom overlay patch. She has been trying various overlays and barrier patches including tegaderm because of this. She was prescribed a steroid cream to use on the affected area and it remained red and inflamed after treatment but was improved. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.